Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by customer technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue arose again.